Event description:
It was reported that a spectrum pump alarmed for a system error 322. The customer stated that there was no patient involvement and that the device was most likely being used in either the med/surg, ICU or nursing care area. No add'l info was available.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.